Event description:
Ous MDR - pt had recent knee replacement, which is believed to have been infected when pacemaker wound became infected. Decision was made to explant pacemaker and ensure pt is infection-free with antibiotics.

Manufacturer narrative:
Ous MDR.